Event description:
Usoh et al report in the august 2010 edition of the american venous forum on a "prospective randomized study comparing the clinical outcomes between inferior vena cava greenfield and trapease filters" that a patient treated with a trapease filter died within 30 days due to unknown causes.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No additional patient, lesion/vessel or procedural information is available. At this time there is not enough information to draw a clinical conclusion between the device and the reported event.